Manufacturer narrative:
(B)(6).(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dilator sheath set was about to be used prior to procedure on (B)(6) 2022. Prior to procedure, the product was never used or opened; however, a black hair was noticed inside the sterile packaging. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dilator sheath set was about to be used prior to procedure on (B)(6), 2022. Prior to procedure, the product was never used or opened; however, a black hair was noticed inside the sterile packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block e1: this event was reported by the distributor. The health care facility is: (B)(6) block h6: medical device code a1802 captures the reportable event of foreign material. Block h10: investigation result the returned dilator sheath set was analyzed, and a visual evaluation found a hair inside of the unopened pouch. The pouch was returned closed and in a good condition. No other problems with the device were noted. The reported event of foreign material present on the device was confirmed. Investigation found that the pouch was returned unopened; however, a foreign matter was observed inside the pouch. Therefore, the most probable root cause of this event is manufacturing deficiency as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.